Event description:
Same case as: 2134265-2009-04868, 2134265-2009-04869. It was reported that during a coronary drug eluting stenting treatment procedure, 3 balloon ruptures occurred. The totally occluded eccentric de novo lesion was located in a moderately calcified and severely tortuous distal left anterior descending artery. The physician advanced a 1.5x20mm maverick2 balloon to the lesion and the balloon ruptured upon inflation. A second 1.5x20mm maverick2 balloon was advanced to the lesion, but also ruptured upon inflation. A third 1.5x20mm maverick2 balloon was advanced to the lesion and was successfully inflated, reducing the stenosis to 30%. A 2.0x20mm maverick2 balloon was then advanced to the lesion, but also ruptured. The physician completed predilating by using a 2.0x20mm non bsc balloon. The procedure was completed by deploying a 2.25x18mm non bsc stent in the lesion. No patient injuries or complications occurred. Patient status is satisfactory. The physician commented that a contributing factor to the event was the lesion morphology.

Manufacturer narrative:
(B)(4).